Event description:
Ous MDR - during implant on (B)(6) 2010 this system was removed from service due to changing shock impedance measurements. It is unclear if the pocket was closed over these devices.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was not implanted, four charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In the further course of analysis the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be flawless. The analysis of the ICD did not reveal any sign of material or manufacturing problem.